Manufacturer narrative:
Received 1 ajust mesh implant with the introducer/trocar. Visual inspection noted that the mesh implant had been sectioned and the fixed anchor was not returned with the sample. Further inspection noted that the post on the adjustable anchor is extremely distorted/bent. The reported event is confirmed as user-related. The device history record was reviewed and found nothing that could have contributed to the reported event. (B)(4).

Event description:
It was reported that during the procedure the anchor was broken. The physician removed the broken anchor and replaced it with a new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.